Event description:
Event description guidant received information that during a remote interrogation this cardiac resynchronization therapy defibrillator (crt-d) recorded low intrinsic r waves on this coronary sinus lead. It was also reported that this patient's arrhythmia was accelerated during the delivery of atp.